Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on march 10, 2008.

Event description:
It was reported that pt underwent total hip arthroplasty in 2006. Four months later, patient noticed squeaking and cracking noises coming from the hip. Radiographs showed no abnormalities but blood tests showed high levels of metal ions. Patient was revised two months later.